Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the item and lot numbers were not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the screw has broken during use.

Manufacturer narrative:
Investigation results were made available. Additional: patient identifier, if follow-up, what type. Correction: date of report, event, date rec¿d by MFR, PMA/510k. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. Trend analysis: no trend analysis could be performed as no item number is available. Event description: it was reported that during screwing the screw in, it broke underneath the neck. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: surgical technique: the surgical technique for the forefoot system has been reviewed. It mentions that the drill depth measuring gauge must be used to avoid damage of the threads and to ensure the correct drill direction for the locking screws. Only the appropriate instruments must be used to manipulate and handle the screws. A ostyle connection screwdrivers as well as screwdriver handles are provided. Manipulating the screws with inappropriate instruments may result in damage of the screws. The screws may become unusable. Damaged screws must no longer be used and must be replaced. Manually insert the appropriate screw through the appropriate plate hole. Root cause analysis: root cause determination using rmw: breakage of implant due to lack of adequate strength. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate design for intended performance. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Damage of implant / jammed implant (screw) due to wrong design of the various screws. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Plate does not mate with components due to lack of adequate design of mating components. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Malfunction, insufficient device performance or durability due to 1) user´s disregard of manufacturer´s recommendation 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse) 3) abnormal use beyond risk control. Possible, as it cannot be excluded based on the available information. Excessive force might have been applied. Failure of surgery due to wrong selection of components or use in combination with device outside the system. Possible, as it cannot be excluded based on the available information. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user. Possible, as it cannot be excluded based on the available information. Excessive force might have been applied. Implant damage due to insert the screw to hard. Possible, as it cannot be excluded based on the available information. Excessive force might have been applied. Implant damage due to insert the screw to hard. Possible, as it cannot be excluded based on the available information. Excessive force might have been applied. Conclusion summary: the screw was not returned for an investigation, therefore the complaint could not be confirmed. As the lot number remains unknown, the review of the device history record and raw material certificate could not be performed. Excessive force might have been applied while inserting the screw, causing the fracture of the implant. The surgical technique describes how the srew is inserted correctly. However, based on the available information, an exact root cause could for the fracture of the screw not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No new information.